Event description:
Caller reported a malfunction on pump, which occurred on (B)(6) 2025, and (B)(6) 2025. Blood glucose level exceeded 500 mg/dl due to issue, with specific value unknown but displayed as "high." Customer addressed high blood glucose by administering a correction bolus via pump without requiring third-party assistance. Customer reset pump independently after receiving advice from technical support not to replace pump since complete malfunction code was available and malfunction had occurred twice. Customer was advised to call if malfunction recurred and acknowledged understanding. Caller reported malfunction recurred. Cts to replace pump.